Manufacturer narrative:
Additional information can be found in b5, d4 and h4. Corrected information can be found in the concomitant products section, and throughout section e. Additional contact: (B)(6).

Event description:
The customer provided additional information 06-may-2025 informing that the lot number is 13850990 and that there was no patient harm.

Manufacturer narrative:
Investigation summary one (1) photo provided for evaluation. The photo provided was unable to confirm the complaint of blood leaking from the tubing set. The DHR for lot number 13850990 was reviewed, no relevant nonconformities observed that would have contributed to this complaint. The probable cause could not established without the product returned.

Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch where it was reported blood leaked during blood transfusion. There was patient involvement and unknown harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.